Manufacturer narrative:
The device was returned to olympus for evaluation. The user report of bad scope connector was unable to be recreated or confirmed. The inspection reveal a faulty patient board set causing no image with 180 scopes. Replacement of patient board set and update of software recommended. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
User reported they are unable to get an image to display on the evis exera iii video system center when using a 180 series scope with the cv-190 processor. No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the device was a manufactured prior to a change in the operational amplifier circuit design of the dr board, leading to a failure of the operational amplifier.